Event description:
(B)(6) trial. It was reported that during a coronary artery stenting treatment procedure a plaque shift occurred. The index procedure treated a non-target and target lesion. The non-target lesion was an 80% stenosis of the proximal lad (left anterior descending) and was treated with predilation, placement of a non-study 3.0x16mm taxus express2 stent and post dilation resulting in a plaque shift into the 1st diagonal branch. Percutaneous transluminal coronary angioplasty of the 1st diagonal was performed with a good result. The target lesion was a 2.75x5mm, 99% stenosis of the mid rca (right coronary artery). Target lesion one was treated with predilation and a 2.75x16mm study stent was advanced but was unable to cross the lesion. Three attempts were made to cross with the study stent but were unsuccessful. The study stent was removed and a 2.5x15mm promus stent was placed with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)